Event description:
It was reported that during a stent graft placement procedure via right femoral artery, the guidewire allegedly had resistance while passing through. It was further reported that stent graft was allegedly could not be released normally and smoothly. It was further reported that post angiography revealed that the stent had partially blocked the opening of the patient's right renal artery, affecting the blood supply to the renal artery. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation and the stent graft was completely deployed and missing as it was placed in the patient. Based on the used condition of the returned delivery system an indication for difficult deployment or stent malposition could not be found. Provided photos show deployed stents in the vessel, and one of the stents is partially blocking the renal artery which leads to confirmed results for malposition of device and obstruction of flow. It was reported that a 10f introducer / 0.035" guidewire were used for access, there was moderate calcification but no tortuosity, the lesion was pre-dilated and the device was flushed before use. Based on the provided video , the investigation is closed with confirmed results for malposition of device and obstruction of flow. A definite root cause for the reported event could not be determined. The placement of the device to treat occlusion of the lower abdominal aorta represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". H10: (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure via right femoral artery access, the guidewire allegedly had resistance while passing through. It was further reported that stent graft was allegedly could not be released normally and smoothly. It was further reported that post angiography revealed that the stent had partially blocked the opening of the patient's right renal artery, affecting the blood supply to the renal artery. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.